Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The backup mode was caused by memory error which was reproduced during testing. The cause of the memory error is believed to be an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's loop recorder exhibited backup mode reset. Trouble shooting was tried to no avail as the issue persisted. Consequently, the device was explanted. Post-procedure, no patient¿s symptoms reported.